Event description:
The customer reported that the cannula looked kinked and that the pink slide insert was not visible. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We ar unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot qualification records were reviewed and th product lot met all acceptance criteria.